Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On(B)(6) 2024, the patient was at the doctor for an eye consultation when she suddenly started shaking, had the ¿jitters¿, and was ¿not thinking straight¿. The patient¿s cgm was reading 92 mg/dl, and the bg meter was reading 40 mg/dl. The patient was treated with an unspecified IV and orange juice. The patient stayed at the doctor¿s office for a few hours and then went home. The patient was ¿feeling fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.